Manufacturer narrative:
Additional information was requested to confirm implant date of this lead. This investigation will be updated should further information become available.

Event description:
It was reported that this right atrial (ra) lead had decreasing pacing impedances under 200 ohms since implant. In addition, high frequency meter have been greater than expected for nearly 1 year on both leads. Technical services (ts) provided troubleshooting recommendations. This ra lead remains in-service. No adverse patient effects were reported. Additional information was received. This patient was hospitalized, and therapy was turned off. Subsequently, this ra lead was surgically capped and abandoned, and the device system was exchanged for and subcutaneous implantable cardioverter defibrillator (s-ICD) system.